Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks in two different episodes. It was noted that the shock impedance was in range and the qrs morphology in the last episode was larger than normal. The technical services (ts) provided troubleshooting options, and the s-ICD was reprogrammed from secondary to primary after auto setup was performed. The physician decided that at the moment the s-ICD will remain implanted, and if the inappropriate shocks continue, a transvenous device will be implanted. No additional adverse patient effects were reported.